Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display and that it would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that the device is not field serviceable and no longer under warranty. Physio recommended that the customer purchase a replacement device. It was later confirmed by the customer that the device has been removed from service and will be disposed of locally. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.